Event description:
Note: event date is unk. It was reported to boston scientific corp that a, endovive low profile balloon replacement, was used during a procedure. According to the complainant, the balloon was filled with only 3cc's. When it was handed to the physician for his inspection the balloon ruptured. The procedure was completed with another endovive low profile balloon replacement. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).